Manufacturer narrative:
A pair of lead extensions experiencing in vivo high impedances was reported to abbott. The extensions were discarded during explant. New extensions were implanted to reestablish effective therapy. The cause of the in vivo high impedances cannot be ascertained. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Additional information received indicates that the patient experienced ineffective therapy. Effective therapy was restored and impedance issue was resolved post op.

Manufacturer narrative:
Date of event and therapy date are estimated. (B)(6).

Event description:
Related manufacturer reference number: 1627487-2021-12631. It was reported that the diagnostics revealed high impedance on the extensions. As such, surgical intervention took place wherein the extensions were explanted and replaced with new extensions to address the issue. During the procedure, the physician noted the extension was twisted. It is suspected that the patient might had manipulated the extension. Therapy was confirmed post operatively.